Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported the patient's tdd system was explanted due to an infection. It was noted the system was discarded by the customer. The date of the system explant was not known. The issue was resolved.